Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure. According to the complainant, during the procedure, the endostat unit failed to deliver an adequate amount of energy; the physician had issues cutting/burning the targeted tissue. The physician brought in an erbe generator in order to complete the procedure. The devices used in conjunction with the endostat were used with the erbe, so it was confirmed that they were not problematic. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.